Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Initial reporter address 1 (B)(6). Block h6: imdrf device code a050401 captures the reportable event of a device fluid leak.

Event description:
It was reported to boston scientific corporation that a cold snare device was used during an unknown procedure performed on (B)(6) 2026. During the procedure, it was noted that fluid was leaking from the connection part between the handle and the sheath. There were no patient complications reported as a result of this event.